Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter 28.00. (B)(4). Method: device work order search. Results: a device work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 28.0 diopter preloaded injector. Prior to implantation, when handling the screw plunger, the cartridge tip/nozzle became damaged. Lens was not implanted and there were no adverse events reported. No patient contact.